Event description:
Customer reports false positive trace to large blood on pt samples. Customer confirms that controls were run on the date of the event and were within range. No injury was reported with this event. No pt treatment was impacted by this event.

Manufacturer narrative:
Customer confirms proper technique is being used. Customer is cleaning the test table, insert, calibration bar with tap water, soaking them overnight then allowing to air dry. Testing and cleaning techniques were further reviewed with the customer. Operator guide and customer bulletin on improved occult blood reagent area performance were provided to the customer. Customer was sent a new instrument test table and has committed to monitor results and notify MFR if issue continues with new test table and insert.